Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused normal saline too quickly during delivery. Registered nurse hung 1,000ml ns [normal saline] bolus on patient. Pump was set to run 999ml/h for a volume of 1,000ml (run time would be 60 minutes). Pump beeped 45 minutes into the infusion saying air-in-line. The bag was empty. The pump said there was still 300ml left to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - 06/2025. Should additional relevant information become available, a supplemental report will be submitted.